Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected alarm. The customer¿s blood glucose level was 6.1 mmol/l. The customer stated that error occurred again within one week of troubleshooting the previous occurrence. Troubleshooting was explained to the customer. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power error 25. Adapt indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error 25 due to connector resistance electrical baord. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.